Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. The insulin pump was unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify lost sensor and battery out limit alarm due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose. The customer's daughter reported that the insulin pump had a constant tone. The customer's daughter reported that the insulin pump was not delivering insulin. The customer's blood glucose was 375 mg/dl at the time of incident. The customer's daughter stated that the blood glucose reached around 500 mg/dl at the time of incident. The customer's daughter stated that the constant tone did not disappear after inserting a new battery. The customer's daughter declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.